Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, door would not latch, was confirmed through baxter's functionality testing by observation of door not fully latched alarms. This condition was reproduced through further investigation while loading a set and closing the door. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump door would not latch. It was also reported there was no pt intervention necessary due to this condition.